Event description:
It was reported that the liner would not seat in cup. Due to malfunction, surgery was delayed for more than 2 hours. Patient's bone was noted to be fractured. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed that the outer spherical radius of the liner show three circular marks likely from the screw holes of the shell. The scallops have been damaged showing attempts to seat the liner. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Concomitant medical products: item # 110010263, cup, lot # 6234910. The event occurred in (B)(6).

Event description:
It was reported that the liner would not seat in cup. Due to malfunction, surgery was delayed for more than 2 hours. Attempts have been made, and no further information has been provided.